Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge after the 4th analysis. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was not returned to zoll medical corporation, instead the device's clinical file was received. Review of the provided clinical file showed that the 4th analysis did not meet the criteria needed for a shockable event. The analysis in question had three segments, segment 1 had a result of shockable. Segments 2 and 3 were not shockable. Segment 2 had very low average amplitude which made detecting peaks difficult for the analysis algorithm. The algorithm was unable to calculate average rate, average cycle width and average cycle variability. When there is invalid data such as this, the algorithm errs on the side of caution and determines the segment to be not shockable. Segment 3 had some baseline drift usually associated with noise in addition to very wide peaks within the first second that skewed the average width for the segment. The combination of the wide peaks and drift caused the calculations to look more like a pea rhythm rather than a vf rhythm. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. These analysis results were forwarded for inclusion into our database of patient rhythms. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.